Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the p waves were below the expected range and that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. It was also reported that the r waves were below expected range on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.